Event description:
While at user site, a service technician was informed that a patient fell off a medical bed the day before and that the integrated bed exit detection system did not signaled patient bed exiting. There was no injury or further consequence associated with the event.